Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set cannula crimped event. Insertion site was at abdomen. The set was in use for one day. No further information available.